Event description:
Dealer states on serial number (B)(4) that the rear tires seem to be deteriorating a little over 90 days old. Customer in assisted living facility and never even goes outside with the wheelchair. (B)(4).